Event description:
Device 1 or 2 (refer to MFR's report number 1627487-2008-00023 for device 2 ). The pt was implanted with a scs system in 2008. It was reported that the pt developed an infection at the lead site (t9-t10) and the entire system was explanted on two weeks later. The explanted system was returned to ans for evaluation. It was reported through follow-up that the pt is doing well and will be re-implanted once healed.

Manufacturer narrative:
Eval for device 1 of 2 (refer to MFR's report number 1627487-2008-00023 for device 2). Device history record and sterilization record were reviewed. Results: all records reviewed were found to meet specifications. Ipg visual inspection found instrument marks on the header and the bottom of the septum damaged, which were not relevant to reported issue. Conclusions: the cause of the reported complaint could not be determined from the device evaluations and review of device history and sterilization records. Ans, inc. Has limited info related to the pt's medical history and is unable to form an opinion as of the relevancy of the pt's history to the event reported. Ans, inc. Defers to the pt's physician regarding medical history.